Event description:
The physician was attempting to implant a 3.0 mm diameter x 12 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a patient. After pre-dilation, the resolute integrity device was introduced into the lad. The vessel was reported to be moderately tortuous and moderately calcified. As the stent was being advanced it was observed that a detachment had occurred on the proximal shaft of the device. The device was withdrawn and the procedure was successfully completed using another resolute integrity stent. No abnormalities were noticed during device inspection prior to use. Patient status post procedure was reported to be very good and no clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned between marker bands as per specification with no damage evident. The hypotube had detached 21 cm distal to the strain relief.

Manufacturer narrative:
Evaluation, results: (root cause of reported event cannot be determined based on information received). Evaluation, conclusions: no conclusion can be drawn (root cause of reported event cannot be determined based on information received). (B)(4).